Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that there was oversensing of noise leading to an inappropriate shock. It was noted that there was noise on all three channels which occurred at the same time as the patient was receiving stimulation therapy at the chiropractor's office. The patient reported receiving another shock later that evening. Approximately two weeks later the patient contacted boston scientific patient services and stated that he had experienced syncope after receiving therapy from the device. At this time it is unclear if the syncope was experienced during the inappropriate shock or the second shock. It is also unknown at this time if the second shock was appropriate or inappropriate. No additional adverse patient effects were reported.